Event description:
It was reported that a pump under infused fluoruracil to a pt. The infusion was programmed to deliver 320ml of medication. When the device alarmed for infusion complete, it was observed that 160ml remained in the container.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.